Event description:
Polyp biopsied during a colonscopy procedure was lost through the screening mesh on a medivator econotrap polyp trap.

Manufacturer narrative:
The case states that a biopsied polyp was lost as it passed through the mesh of the vacuum collection bottle - medivators econotrap polyptrap product. The facility also reported that suction might have been the cause for polyp misplacement. There were multiple unsuccessful attempts to contact the user facility. There is limited information regarding the details of the incident in which the polyp was misplaced. The actual cause of the event undetermined by the information medivators received during their investigation. There were no actual reports of patient injury or illness due to the malfunction of the econotrap not collecting the specimen. Medivators sales representatives are still in close contact with this facility and users. This complaint will continue to be monitored within medivators complaint system.